Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report has been completed.

Event description:
Clinical equipment specialist reported that while staff was transferring the patient, the i.v. Tubing broke while trying to exit the elevator. The silicone segment is separated from the upper fitment. The o ring is missing and he wonders if it was previously attached. Lot number is unknown but lot 13045538 was in stock on the unit at the time of the event. There was no patient harm reported and no medical intervention was required. Customer stated that no further patient/ event information is available.